Event description:
The affiliate stated the customer reported elevated troponin I (access accutni) results, within the risk stratification range, for five patients, involving the access 2 immunoassay system used in conjunction with the access accutni assay and calibrator. This is report of four of four referencing the two patients on the event date noted. The customer suspected sample handling as the cause and implemented a corrective action to centrifuge the primary tube at 4,000 rpm (rotations per minute) for six minutes, then aliquot into the secondary tube and re-centrifuge at 4,000 rpm (rotations per minute) for six minutes. The patient¿s sample was analyzed in duplicate. Initial results of 0.020 ng/ml and 0.090 ng/ml (patient a) and 0.117 ng/ml and 0.041ng/ml (patient b) were obtained. After re-centrifugation, on the same instrument, retest results of 0.022 ng/ml and 0.019 ng/ml (patient a), and 0.038 ng/ml and 0.039 ng/ml were obtained, respectively. The original results were not released out of the laboratory. There was no patient consequence or change in patient treatment associated with this event. The patients¿ samples were collected in becton dickinson (bd) lithium heparin plasma tubes and centrifuged at 4,000 rpm (rotations per minute) for six minutes, at room temperature. The samples were between 1-2 hours old and set at room temperature. The customer stated there was some evidence of red blood cells at the bottom of the secondary tube (after re-centrifugation) but not evidence of fibrin or other contamination. A beckman coulter field service engineer (fse) was dispatched to assess the instrument.

Manufacturer narrative:
The field service engineer (fse) observed alignment of the pipettor to the wash tower and vertical alignments were not within specifications and successfully realigned the pipettor and replaced the probe. The fse tested 30-repetition precision testing and confirmed all replicates were within 0.006 ng/ml value (ranging from 0.045 to 0.051 ng/ml). Service activity performed was verified to meet the specified requirements per established procedures. The instrument conformed to the manufacturer's published performance specifications and was returned to normal operation. Five fliers were observed on the customer-supplied data. The customer had performed precision checks on samples with doses approximately 50 ug/l (n=10) but could not reproduce the error. The error was intermittent. Quality control (qc) analysis indicates a good precision. And calibration was within specifications. In conclusion, misalignment of the pipettor and probe is the likely cause of the event. Beckman coulter continues to track and trend any incident related to this issue. All related medwatch reports associated with this event: 2122870-2013-00825 2122870-2013-00826 2122870-2013-00827 2122870-2013-00828.